Event description:
Fresenius 2008t hemodialysis machines software version 2.73 and higher: dialysate flow randomly turns off with no indication to the operator. This causes concentrate to flood through the machine and out the vent tube, spilling on the floor (occurs when connected to wall feed concentrate systems.) This presents a slip and fall danger for patients and staff. It is my understanding that fresenius medical is aware of this issue but has not notified end users.